Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was a display/screen issue.

Event description:
It was reported that there was a display/screen issue.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from (B)(6) 2019 to (B)(6) 2020 and note that this device has been returned for service once which correlates to the service repair. This shall be reviewed as part of part usage trending in complaint review board [only applies if it is related to service repairs]. Also, there were no production failures indicated on the source device.